Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Colostomy reversal. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Clarification needed: are you referring to the anterior and posterior anastomosis? Yes. What healthcare professional fired the device and what is his/her experience with the device? Pa experience unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two full 360 degree turns. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Yes. Proximal was in tact, distal was not found. Was the cut line fully circumferential with staples missing? Unknown. Did the device partially fire (cut line and staple line equal but not complete)? Unknown was a complete transection of the white breakaway washer visually confirmed? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown. Was a leak test performed? If so, what type and what was the result? Yes, leak test was normal. Was the staple line visualized endoscopically during the procedure? Yes. Was a leak identified? If yes, how was the leak addressed? No leak identified. However, surgeon was not confident leaving the anastomosis as is. Performed ileostomy to be safe. What is the current status of the patient? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colostomy reversal only the proximal anastomosis appeared. The distal anastomosis was nowhere to be found. They then performed an ileostomy.